Event description:
It was reported that the patient experienced a systemic infection and was diagnosed with endocarditis. The device and leads were explanted. A new system was implanted on the left side. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.